Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 06-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.0mm x 23mm no distal tip enterprise® 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was detached from the unit and remains inside the hub of the non-cerenovus microcatheter. The delivery wire was in good condition (i.e., no kinks, bents, or elongations). The introducer was not returned for evaluation. The stent was removed from the microcatheter hub and inspected. No abnormalities were observed on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. Residues of dried blood were found in along the stent's body. No other damages were found. The reported issue regarding a stent being stuck in the concomitant microcatheter cannot be evaluated since the stent was returned already detached from the unit. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint and it is not considered secondary to the failure encountered during the procedure; the complaint documented that the resistance was first felt at the distal end of the microcatheter, therefore, the stent did not become disengaged from the delivery wire as a result of the stent advancement as it was found detached inside the microcatheter hub. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7591270. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the complaint device, a 4.0mm x 23mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc402300 / 7591270) was stuck in the concomitant microcatheter. On 02-oct-2023, additional information was received. Per the additional information, the target vessel of the procedure was the proximal m1 segment; vessel characteristics are as follows: ¿atherosclerosis on a pretty straight vessel.¿ the resistance was first felt at the distal end of the microcatheter. The concomitant microcatheter used was a headway® 21 microcatheter (microvention). It was indicated that two guidewires, a 0.035-inch guidewire and a 0.014-inch guidewire were successfully used with the microcatheter. Nothing was noted to be obstructing the microcatheter. A continuous flush had been maintained through the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the bulb of the microcatheter and locked with the rotating hemostasis valve (rhv) during the advancement of the device. Excessive force had not been applied to the device. Per the information, the enterprise stent was stuck in the microcatheter; the stent was replaced with the microcatheter. The device did not appear damage, ¿not until it got stuck in the microcatheter.¿ based on the additional information received on 02-oct-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7591270. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.